Event description:
For eight months, pt had been asymptomatic after placement of breast implants. Once pt began hormone replacement therapy, she began to experience symptoms of rheumatoid arthritis, fatigue and overall joint swelling. Hormone replacement was stopped; however, the symptoms persisted as per md's advise, the device remains implanted. Pt is currently diagnosed with autoimmune disease.